Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. No product identification information was provided and thus a manufacturing record review, complaint history review, device labeling/instructions for use review and risk management review (device) review could not be conducted. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. A visual inspection revealed the device was returned outside of original packaging. The screws structural integrity is intact. The proximal end of the screw has become chipped. There is debris on the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
H6 codes updated. H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, complaint history review, device labeling/instructions for use review and risk management review (device) review could not be conducted. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the patient seemed to have an allergic reaction to the biosure ha screw causing a granuloma in the tibia. Screw does not show signs of absorption. No other complication reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.